Manufacturer narrative:
Aditional info has been requested and if received will be supplied on a supplemental report.

Event description:
It was reported: the nail broke 3 months after being implantation. The pt was revised.